Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive sheath was selected for use during the ablation procedure to treat persistent atrial fibrillation. It was reported that during preparation, the flushing port of the faradrive sheath was found to be cracked. Due to this, flushing was not possible the device was replaced, and procedure was completed successfully without patient complications. The device is not expected to be returned as it has already been disposed by customer.